Manufacturer narrative:
H3: device not returned to manufacturer. The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the device's screen stays blank when the battery was inserted with alarm error 46011. The event occurred during testing, there was no delay in therapy, there was no patient involvement, and no patient harm/adverse events were reported.